Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., h.6., and d.4. Full UDI number: (B)(4). Functional testing shows that the motor is not running during occlusion test. The cause for this event is a combination of worm coupling, worm gear, motor bracket, lead screw and both clutch halves were found old, dirty, and worn out due to normal wear. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the motor is not running. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.